Manufacturer narrative:
The patient's age, gender, and weight were requested, but not provided. The centrimag motor is not a single use device. The approximate age of the device from the date of manufacture is 5 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the patient was placed on veno-arterial extracorporeal membrane oxygenation support with pump support on (B)(6) 2016 as a result of the inability to wean off bypass after an unspecified heart surgery. Heparin was stopped and re-started several times in an effort to manage alveolar bleeding. The patient was switched to veno-venous extracorporeal membrane oxygenation. On (B)(6) 2016, the pump was running at 3200 rpms and reading a flow of 4.1 lpm when suddenly the console alarmed ''flow below minimum''. At the time of the alarm, the console screen displayed ''speed 000'' and ''flow 000.'' The pre-oxygenator pressure read 25 mmhg and the post-oxygenator pressure read 14 mmhg. The patient's oxygenation status dropped from 99% to 85%. The patient was supported with manual ventilation. It was reported that the pump cannulas were checked and found to have no kinks. Attempts were made to start the pump by pressing the set rpm button then increasing the up and down arrows, however, the pump did not restart. All electrical connections were checked and found to be appropriate. The pump spontaneously restarted at 3000 rpms. It was reported that the pump was off for less than 1 minute. Heparin had recently been discontinued prior to the pump spontaneously stopping and activated clotting time (act) was 138 seconds. Act tubes were changed out and act was re-tested at 140 seconds. It was reported that the pump, console, and motor continued to run normally until the circuit, pump and console were changed out on (B)(4) 2016 for clots seen in the oxygenator. The hospital team reported that the pump systems are given preventative maintenance every 6 months and that this system was due for preventive maintenance in april of 2016. It was reported that the center's biomedical departments tested the console, motor, and flow probe. The system was run on a mock loop for 48 hours at various speeds and all 3 components of the system functioned normally. The electrical cord of the console and power cord of the motor was manipulated as a part of the testing process and no adverse alarms or pump stoppages occurred. The customer stated that the patient was currently stable and on veno-venous extracorporeal membrane oxygenation support with a pump system.

Manufacturer narrative:
A specific cause for the reported event could not be determined through this evaluation. It was reported that the center¿s biomed department tested the centrimag primary console, motor and flow probe and all three components of the centrimag system functioned normally with no adverse alarms or pump stoppages. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.